Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) units fiber optic connector inside fiber optic port was broken, not allowing fiber optic sensor for balloon to seat properly. There was no patient harm reported.

Manufacturer narrative:
It was reported the cs300 intra-aortic balloon pump (iabp) had a fiber optic connection issue. Fiber optic connection issue. There was no information on patient involvement and patient harm reported. A getinge field service engineer fse was dispatched to the site to evaluate the unit. He checked fiber optic connector inside fiber optic port was broken, not allowing fiber optic sensor for balloon to seat properly. No patient harm was reported. Replaced fiber optic module and the new connector allows the fiber optic catheter to stay in correctly. Unit passed all functional, safety and electrical tests to factory specifications. Unit is cleared for clinical use and returned to customer use.